Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? R: no. Were there any issues experienced with the device in the initial surgical procedure? R: in the hydropneumatic safety test that we do in a standardized way, a leaking site was detected which was manually sutured and once again the tightness was verified, being the second negative leak test. What healthcare professional fired the device and what is his/her experience with the device? R: dr. (B)(6), general surgery. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? R: middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? R: yes. Was the device difficult to close? R: no. Was the device difficult to fire? R: no. Did the healthcare professional receive audible & tactile feedback when firing the device? R: yes. Were the donuts inspected? If so, please describe. R: yes, safety process, we always check in a standardized way the integrity of the donuts. Was a complete transection of the white breakaway washer visually confirmed? R: yes. Were there any staple formation issues identified in the initial surgical procedure? R: no. Can more information be provided on the specific shape and location along the anastomosis of the staples that were not completely closed at reoperation? R: yes. What is the current status of the patient? R: patients male older adult ((B)(6)), with a history of cardiac surgery, presented vomiting and bronchoaspiration and chemical pneumonia, required bronchoscopy with bronchial lavage. He underwent surgery to control the source of infection by hartman's procedure laparoscopically. Damages, required endotracheal intubation, mechanical ventilation and intensive therapy he required rehospitalization for fever and respiratory failure due to bilateral pleural effusion that required percutaneous drainage. Currently the patient is in recovery and will be prepared nutritionally for reinstallation of intestinal transit in a period of approximately 3 months.

Event description:
It was reported that the patient entered on (B)(6) 2019 for left hemicolectomy surgery, due to colon cancer, performing a colorectal anastomosis. During this procedure as part of safety protocols, a hydropneumatic test was performed in which was noticed a small leak in the anterior part of the anastomosis. It was reinforced with stitches of suture monocryl 000. The hydropneumatic test was repeated and there was no leakage. The patient presents an adequate evolution and was discharged on (B)(6) 2019. In home, during the early hours of (B)(6), the patient has abdominal pain, nausea and vomiting. So that same day in the morning we reviewed the patient, finding clinically suspected of dehiscence of anastomosis. We performed a simple abdominal tac where abundant fluid and free air was evidenced in the abdominal cavity. We reoperated surgically on (B)(6) 2019, finding leakage of the colorectal anastomosis through the posterior part of the anastomosis, evidencing that the staples were not completely closed. We perform relaparoscopy to control the source of infection using the hartmann procedure and cleaning the cavity, controlling the source of the infection. The patient presented bronchoaspiration evidences that required bronchoscopy and mechanical ventilatory support, so he remained in intensive care for 8 days after 12 days of hospitalization. Patient was discharged on (B)(6) but at home he presents fever and respiratory distress. He was rehospitalized on (B)(6) due to the presentation of a bilateral pleural frame/effusion that required thoracocentesis and was discharged on april 1. The patient is currently in the recovery process to schedule the reinstallation of the anastomosis within approximately 4 months.